Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. The following is additional information per the cds (cleaned, disinfected, sterilized) questionnaire completed by the customer: the customer cleaned, disinfected and sterilized the device before sending it to olympus. The customer does not know what the foreign material is. Customer reported that there was no delay in the start of precleaning. Customer stated that they flushed the air/water nozzle with water and air. Customer stated that there were no abnormalities in the accessories used for reprocessing. It is unknown if endoscope was immersed in detergent solution. Customer wiped/brushed the air/water nozzle with clean lint free cloths, brushes or sponges. Customer flushed the air/water nozzle with the detergent solution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. Correction to g3 of the initial medwatch. The aware date should be 06-feb-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in line with the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. According to the methods for procedure in line with the instructions for use below, we determined the suggested event can be detected / prevented. The instruction manual operation manual¿ gif-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.